Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implanting the leadless implantable pulse generator (ipg) system, it was not possible for the programmer to interrogate or recognize the device. The device was removed and replaced with a new leadless ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Battery analysis found a hole in the separator bag causing an internal short. If information is provided in the future, a supplemental report will be issued.